Manufacturer narrative:
It was reported that on (B)(6) 2026 a patient experienced a "significant burn" to the right posterior thigh. Per the facility, "plastic surgery was consulted" and a "dressing was applied to the site as instructed by plastics." The facility reported "dressing the area with antibiotic ointment and xeroform and to start wound care with silvadene." The facility stated that the patient "is receiving wound care via home care services." The customer said that the "bovie pad and wrapper were collected" and "the esu device was removed from use until further investigation." It has been determined that the reported event caused or contributed to a serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3

Event description:
It was reported that on (B)(6) 2026 a patient experienced a "significant burn" to the right posterior thigh.